Event description:
In 2006, the lay user/patient contacted lifescan alleging that her one touch ultra meter was powering off during use. The medical affairs specialist mailed a letter to the patient seven days after since she could not be reached by telephone on two separate days. On an unspecified date, teh patient had symptoms of feeling faint and weak.the patient attempted to test herself when she had the symptoms but was unsuccessful.the patient ultimately sought medical attention and was treated by a medical professional.she was given unidentified "pills." The customer care advocate (cca) verified that the batteries in the patient's meter were correctly inserted.however, the cca noted that the meter's batteries had not been changed for more than 1 year.according to the meter's manual, the battery life typically lasts up to 1000 testd pt about 1 year at three tests per day. The meter, test strips, and control solution were replaced. The patient was unable to test with the meter due to the power issue and received medical treatment for symptoms fo hypoglycemia.